Event description:
Customer reporting discordant sars result. Patient originally tested positive for sars then when repeat tested was sars negative. Symptomatic status of patient is unknown and if confirmation testing was performed.

Manufacturer narrative:
Investigation summary: return testing shows that product performs as expected when run in-house. Decontamination of work area followed by a blank full run was recommended as contamination was suspect. After decontamination routine was performed customer communicated runs were successful. Root cause: can not determine with customer retuned product; possible customer equipment error; no product problem found. Source: email.